Event description:
It was reported that the patient underwent back surgery unrelated to their spinal cord stimulation (scs) system. Following this procedure, the patient was seen by their physician for an scs reprogramming visit. During this visit, imaging was taken that showed that the patient's left lead had migrated. Due to the lead migration, contacts five through eight were producing muscle spasms. The patient's device was reprogrammed, however, the muscle spasms continued. An x-ray was taken which confirmed that the left lead had partially migrated out of the epidural space. The patient underwent a revision procedure where the lead was explanted and replaced. However, during the explant procedure, the distal half of the lead could be removed while the proximal half, including the contacts, could not be removed. The facility retained half of the lead that was explanted and will not be returned for analysis. The patient is doing well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 21403344, artg#: 128775.